Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the register nurse hung 1l normal saline to infuse at 125 per hr. The charge nurse noted during rounds the IV bag was emptied and hung additional IV bag. It is uncertain of the times that the initial bag was hung and the second bag hung. The facility biomed ran tests and found that it was infusing about 20ml for the rate accuracy test and the door appeared a "bit crooked". There was no report of patient harm. Although requested there is no other event details provided by the customer.

Manufacturer narrative:
The customer¿s report of normal saline infusing faster than expected was confirmed. The event log shows that at 6:56 am on (B)(6) 2016 the pump module was programmed to infuse at 125 ml/hr with a vtbi of 960 ml. At 8:21 am the device alarmed for air in line and was channeled off. At 8:49 am the device was programmed to infuse at 125 ml/hr with a vtbi of 950 ml. The device alarmed for air in line at 10:12 am and was channeled off at 10:13 am. Visual inspection showed that the lower door hinge was cracked and both iui connectors were observed to be dull, with the male iui also showing signs of corrosion. The membrane frame¿s upper snap rivet was observed to be installed underneath the membrane frame and the lower snap rivet was observed to be missing the center pin. A rate accuracy test noted note the device infusing too fast after several minutes. After the upper snap rivet was installed correctly over the membrane frame, testing found the pump module to be delivering fluid within specification. The root cause of fluid infusing faster than expected was identified as the snap rivet having been installed underneath the membrane frame.